Event description:
Account states that a pt was prepped with the prevail-fx prior to a laparoscpic procedure and immediately draped without waiting the appropriate amount of time for the solution to dry. Apparently the bovie instrument ignited a portion of the drape that was soaked with wet solution. The fire was quickly extinguished and no pt injuries were reported.